Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced glare and trouble seeing at all distances. The iol was exchanged for a different model and power iol in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Product evaluation: the lens was returned submerged in clear liquid inside a small glass specimen jar. The lens was removed and allowed to air dry prior to evaluation. The optic edge is torn/cut through the optic center. The damage is similar in appearance to damage from insertion and removal. The optic has scratches on the anterior and posterior surfaces near the cut damage. All product and batch history records are quality reviewed prior to product release. Associated products are unknown. It cannot be verified if a qualified combination was used. A root cause for the complaint cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: 2019-95375.